Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition. There were no signs of physical damage on the device and the tamper seal was intact. Multiple alarms were observed upon review of the event history log. To functionally test the device, the investigator verified the battery status in biomed menu. There was no reading on the screen. The investigator then replaced a known good rechargeable battery pack. The pump subsequently read the battery status. The reported product problem was therefore attributed to the rechargeable battery pack. This component was replaced, after which, the pump passed all functional and delivery tests. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that on start-up, the pump alarmed "battery communication time-out." The product problem was observed during testing, and was noted as an out-of-box failure.